Event description:
Medtronic received a report that there was coil pre-detachment (coil lot d039515). There was coil separation/break/premature detachment. The implant coil was removed from the patient. The coil is around 40cm inside the microcatheter, the doctor used the veins to clip the coil with the microcatheter, and pull out both items from the patient body. There was no surgical or medicinal intervention required. The pushwire was not bent or broken.  The physician repositioned the coil 1 time. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. Additionally, coil (lot d042719) was reinserted  to microcatheter and coil break was discovered. The implant coil was stretched. The physician did not reposition this coil during the procedure. There was no friction or difficulty during delivery. The device and any accessories were prepared as indicated in the IFU. A continuous flush was administered during the procedure. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of an unruptured renal aneurysm with a max diameter of 20 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a cantata, 2.5fr microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the concerto device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a resealable plastic biohazard pouch. The concerto pusher was returned within its introducer sheath. The already detached implant coil was returned within a cook 0.021¿ micro catheter. A second concerto device was also returned and will be addressed in pli-20. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The shield coil was found undamaged. The coin was found still against the lumen stop. The detach element stick was found broken with the ball and portion of the stick found still within the retainer ring (figure g). No damages or irregularities were found with the cook hub, micro catheter body, distal tip or marker band. The detached implant coil was found stuck within and extending out the micro catheter tip (figure I). The visible portion of the implant coil was found damaged (figure j). Dried blood was found within the micro catheter and on the implant device. Testing/analysis: the implant coil could not be removed from the cook micro catheter as it was found stuck and became damaged during the extraction process. No other irregularities could be observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" or ¿coil separation/break¿ was confirmed. The cause of the premature detachment was due to the detach element break, causing the implant to detach. Possible cause of the break includes, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, pushwire rotation, or user advances coil against resistance. Customer reported device repositioned once, no rotation of the pusher, no friction/difficulty during the procedure, devices were prepared per IFU, continuous flush was used, and vessel tortuosity as moderate. Therefore, the likely cause could not be determined. The customer report of ¿coil stretch¿ could not be confirmed as the condition of the proximal portion of the coil was stuck within the micro catheter. However, the visible portion of the implant was found damaged. It is likely the cause of the detach element break would also cause the coil damage and/or stretch. There was no damages or irregularities found with the cook catheter that would contribute towards the reported failure. The cook catheter has an inner diameter of 0.021¿, which is compatible for use with the concerto device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The coil was noted to have suddenly detached during repositioning, and the detachment occurred within the catheter. It was clarified that the coil (d042719) was only stretched, without an additional break reported. The cause of these events and any issues resulting in the damage is undetermined.